Event description:
It was reported the device was in use for infusion and device gave a "no disposable clamp tubing" alarm and delivery was stopped. The patient attempted to troubleshoot but could not resume infusion. No adverse effects reported.